Manufacturer narrative:
Unable to verify complaint as stated; no lot number or sample provided.

Event description:
Facility reported that there was a blood leak on a multiple use dialyzer. Ebl 300cc. There was no patient injury reported and the sample was discarded.